Event description:
This pt experienced a restenosis of a cypher stent approx 25 months post implant. This pt was admitted to the hospital with a chief complaint of angina, dyspnea and fatigue. The pt was taken electively to the cardiac cath lab, where angiography revealed triple vessel coronary disease with an occluded native lad and rca, a 70% ostial lesion in the lima graft to the lad, a 70-75% aorto-ostial stenosis of the svg to the om2 (also referred to in reports as the left posterior lateral or lpl), a 60% stenosis of anastomosis of the svg and the om1 (also referred to in reports as the ramus intermediate or rami), with a 90% stenosis within the om after insertion point, and a 60% ostial stenosis of the ostium of the svg to the rca. After a discussion with the pt, an elective pci was scheduled for eight days later.